Event description:
It was reported that the patient presented for a lead implant procedure. Post procedure, upon review, it was noted that the right ventricular (rv) lead exhibited high capture threshold, intermittent capture and a decrease in sensing. On (B)(6) 2025, the lead was repositioned. The patient was in stable condition.